Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user squeezed the trigger, but the staple was not fired during use. Therefore, the stapler was replaced with a new unit to complete the procedure. No staple fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. The stapler was returned with an estimated 17 staples remaining in the cover block, indicating that the customer fired at least 18 staples. The trigger was returned not engaged. Evidence of use in the form of biological material was present on the device. Proper functional inspection could not be performed due to the severe staple misalignment. The device was disassembled, and it was observed that the saddle spring component was disconnected from the pusher component, allowing the staples to become misaligned. The source of the saddle spring disconnection could not be conclusively determined. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. Several actions were taken to address this issue as part of a non-conformance, which was closed on 11-dec-2024. The sample was manufactured prior to t hese actions on 26-apr-2024. "Although a lot number was not reported, one potential lot number was found through the sales history. The potential lot number is 73d2401084. Per DHR the product visistat 35r 6/box lot # 73d2401084 was manufactured on 04/26/2024 a total of (B)(4) pieces. Lot was released on 05/14/2024. DHR investigation did not show issues related to complaint." The IFU for this product, l02644 rev. 03, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples severely misaligned. Proper functional inspection could not be performed due to the severe staple misalignment. The stapler was disassembled, and it was observed that the saddle spring was disconnected from the pusher. The source of the disconnection could not be conclusively determined. Action s were taken to address this issue as part of a non-conformance, which was closed on 11-dec-2024. The returned sample was manufactured prior to these actions on 26-apr-2024. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the user squeezed the trigger, but the staple was not fired during use. Therefore, the stapler was replaced with a new unit to complete the procedure. No staple fell/remained in the patient and no injury to the patient occurred".